Manufacturer narrative:
Hamilton medical has not recieved the deivce for investigation. However, the esm board was exchanged by the local technician and the device functioned as intended. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: options not found. No patient involvement.